Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection revealed that the ports of the sampling system had been fractured at the base. The fracture surface was inspected under a magnifier and electron microscope. The fracture surface of both main body side and port side (*the corresponding stopcock was possible to be identified from each fracture surface) were smooth overall, and a streaky pattern was observed starting from the top side of the stopcock. Therefore, it was presumed that the fracture might have been caused by an instantaneous impact load applied starting from that side. As a simulation test, an excessive impact load was applied to a port of a current product sample from the side. As a result, the port was fractured. Next, the fracture surface was inspected under a magnifier and an electron microscope and confirmed to be similar to that of the actual sample. IFU states: if the product is dropped during set-up, do not use it. Replace with another device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that an impact load was applied to the upper side of the stopcocks of the actual sampling system, which resulted in the fracture of the ports. Since no anomaly was noted in the manufacturing-related records, it was conceivable that the actual sample was subjected to an impact load unexpectedly at some point during transportation or storage; however, from the state of the actual sample, the exact timing could not be determined. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional- requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that pre-treatment, two luer caps fall off the capiox device. The patient was not harmed. The procedure outcome was not reported.